Manufacturer narrative:
Manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Three photos was reviewed. All the three photos shows the catheter loaded into a unknown introducer sheath and noted to be bloody. The balloon noted to be stuck within the sheath and the distal end of the balloon noted to be bunched and prolapsed, no other specific damage noted on the photos. Therefore, based on the photo review, the reported difficult to remove can be confirmed as the catheter noted to be stuck within the sheath. Therefore the investigation was confirmed for the reported the reported difficult to remove as the catheter noted to be stuck within the sheath was observed from the submitted photo. A definitive root cause for the difficult to remove could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 03/2022).

Event description:
It was reported that during an angioplasty procedure, the balloon allegedly got stuck in the sheath during removal. The procedure was completed using another sheath. There was no reported patient injury.